Event description:
It was reported by the aci sales professional that a pt underwent an unk catheterization procedure on (B)(6) 2012. Access was at the common femoral artery via a 5f procedural sheath (model unk). Following the procedure, the physician who is a trained user of the mynx, chose the mynx cadence to close the femoral artery. It was reported that the physician could not shuttle down because the advancer tube was stuck, not allowing deployment. When the physician retracted the device, the resistance was more than normal so he deflated the balloon and removed the device. The physician converted the pt to 5 minutes of manual compression. Hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day with no reported clinical sequela. No further info was provided.

Manufacturer narrative:
Based on the info received, the investigation performed and without return of the procedural sheath for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1119610) indicated that the mynx lot met all established performance criteria prior to shipment. Review of design/process (B)(4) confirmed that the failure mode is identified in the risk mgmt document.